Event description:
On (B)(6) 2013 end user reported that she applied the device to her inner right thigh because she was stung by a hornet. She was about to take it off the next day to take a shower when she noticed blood on the bandage and as she proceeded to remove the device, her skin came off with the device. The area is getting worse.

Manufacturer narrative:
The device labeling states that it has a sturdy adhesive, not recommended for delicate skin. Multiple attempts have been made to obtain more info from the user. End user has not responded.